Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an "erratic" placement signal. The patient remains on impella support and no patient harm was reported.

Manufacturer narrative:
The pump was not returned for investigation. No known pump optical failure patterns were confirmed from the data log review. The cause of the optical signal issue was not determined since the product was not returned for investigation. Corrected information provided in h10.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b explant date added.